Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 3 days (25jul20 ¿ 28jul20 per time stamp). On (B)(6) 2020 at 22:07 and (B)(6) 2020 at 19:51, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1v. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power events on (B)(6) 2020 and (B)(6) 2020. This was caused because the power to the mpu (mobile power unit) was briefly interrupted. There was no interruption to the pump during these events.